Event description:
A nurse assistant was assisting with turning the pt; the pt rolled too far and fell out of the bed over top of the siderail. An x-ray was taken of the pts shoulder which identified a fractured humorous. The pts shoulder was immobilized and pain management administered. Account stated that rotation and turn assist functions were not being used at the time of the event. The account indicated that the bed was not at fault.

Manufacturer narrative:
The technician performed a bed function check and found it to be working as designed.